Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2158-50 (B)(4). Description - phase iii linear lead with preloaded enhanced stylet - 50 cm the explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the devices found no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lost stimulation. X-ray confirmed that one of the leads had migrated. During the lead revision while the physician was attempting to reposition the lead, the lead broke. The physician stated that the lead breakage was due to the patient's anatomy. A new lead was implanted and the patient was doing well after the procedure.